Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 13 mg/dl. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous fluid. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.